Manufacturer narrative:
The elecsys hiv duo reagent lot number is 91094701 (expiration date: 28-feb-2027). The field service engineer inspected the analyzer and detected hypochlorite in the mixer zone. He cleaned this part and restarted the analyzer. He performed successful calibrations and qcs. The investigation determined that operator handling error (incorrect cleaning) had caused the event. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable high positive elecsys hiv duo assay results for about 25 patient samples tested on the cobas e 801 analytical unit. The following examples of discrepant results were provided: patient sample 1 the initial result was 1.34 coi. The repeat results were 0.224 coi and 0.259 coi. Patient sample 2 the initial result was 2.43 coi. The repeat results were 0.244 coi and 0.263 coi. Patient sample 3 the initial result was 1.15 coi. The repeat results were 0.2 coi and 0.224 coi.